Event description:
Related manufacturer reference numbers: 2017865-2021-38901 and 2017865-2021-38903. It was reported that the patient presented in clinic for follow-up. Lead vegetation was confirmed via computerized tomography (CT) scan. It was also believed that the infection had spread to the spine. The whole system including the right ventricular lead, the left ventricular lead and the atrial lead were explanted. Patient was being treated with antibiotics and patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.